Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. On (B)(6) 2022, per an intuitive surgical, inc. (Isi) failure analysis engineer (fae), a system log review cannot be performed for ion system #en0075 because the system logs are not available at this time. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The patient required chest tube placement to resolve the pneumothorax and was hospitalized. The cause of the complication is unknown.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. The complication was confirmed via cios spin and CT scan. The target nodule was in the right upper lobe and about 8 millimeters. The size of the pneumothorax was moderate and did not increase over time. A chest tube was placed while the patient was under anesthesia. The pneumothorax resolved after 3 days and the chest tube was removed. The patient was subsequently discharged the next day. The physician believed that the pneumothorax could have likely occurred via another modality and no device malfunction caused or contributed to the reported event. The cause was attributed to peripheral biopsy/ location of the target nodule.